Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade ii.

Event description:
Patient reported left side late seroma. Distributor additionally reported capsular contracture baker grade ii. Device remains implanted.

Event description:
Patient reported "lymph nodes with an inflammatory appearance are observed, the largest in the axillary region."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.